Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the cardioplegia monitor did not display readings as expected. An alternate monitor was employed. There was no adverse consequence to the pt as a result of this event.